Event description:
Ethicon endo-surgery harmonic ace laparoscopic shears handpiece shaft would not turn when tightened. The staff member preparing the device said that it had initially started to thread easily, but as she continued tightening it, it became harder to tighten/thread (she was meeting resistance). This occurred prior to the use of this device on the pt. A subsequent "like" device was utilized w/o issue.